Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that two intraocular lenses (iols) had blemishes located in the same spot. They suspected that the blemishes might have been caused by the company¿s cartridge. The event occurred during iol implantation surgery. Based on the additional information received, the reported event "intraocular lenses had blemishes located in the same spot" was further detailed: the lenses had scratches on them, which may have resulted from the company¿s cartridge, the company¿s injector, or both; the exact cause was uncertain. The lenses were subsequently removed during the same procedure. There was no patient harm.